Event description:
Boston scientific received information that three days post implant, this right ventricular lead displayed loss of capture. Lead dislodgement was suspected. A revision procedure was performed. This lead was repositioned successfully and remains in service. The patient with this lead is fifty percent pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.